Event description:
The customer reported hemolysis from a drbc collection. The incident date listed is the date of donation. The hemolysis was discovered on (B)(6) 2012, by (B)(6). The hemolysis occurred post-collection. There was not a known transfusion recipient or patient involved at the time the hemolysis was discovered, therefore no patient information is reasonably known at the time of the event. Donor unit # (B)(4). The disposable set is not available for return because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not indicate a conclusive cause for the hemolysis reported for this collection. No unusual system variable was identified and the trima accel systems operated as intended. The tubing sets were discarded and unavailable for investigation. Terumo bct has not received any complaints of hemolysis from other customers using the same lots. A process assessment visit was conducted by terumo bct. The investigation did not indicate a conclusive cause for the hemolyzed units. A new packaging procedure was observed. It cannot be ruled out that the recent change in packaging may have reduced the frequency of the reported hemolysis. It is also possible that excessive stripping of product selected for qc may have been a contributing factor. Root cause: hemolysis generally occurs as a result of trauma to rbcs, typically physical or thermal. Physical trauma may occur with the repeated stripping of tubing segments containing rbcs or when rbcs are forced through a narrow opening, such as a cold severly kinked line. Thermal trauma may occur when rbc units and/or segments come into direct contact with cold material, such as the ice used during packaging and shipment. Conclusion: the investigation of the data in the customer's tracking spread sheet, rdf analysis, tubing set quality trends and process assessment visit did not indicate a conclusive cause for the hemolyzed units. As mentioned above, based on the available information, it cannot be ruled out that the previous shipping methods could have been a contributing factor. It is also possible that the excessive stripping of units, sometimes as many as 12 times by both operators and lab staff, could have been a contributing factor in some units. No new reports have occured since the new process change.